Manufacturer narrative:
(B)(4). The complaint of misfire/jamming - info not provided was confirmed based upon the sample received. Visual examination revealed that the first staple appeared to be misaligned. It was observed that a fully formed staple was stuck in the cover block, below the rest of the staples. Upon functional inspection, the misalignment of the staples and the fully formed staple prevented the remaining staples from consistently firing correctly. A device history record review was performed, and no relevant findings were identified. The root cause of the staple misalignment could not be conclusively determined. An investigation was initiated within teleflex to further evaluate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Event description:
It was reported that while in use on a patient, "staple jamming". As a result a new stapler was used to complete the procedure. At the time of this report, the customer has not returned our requests for additional information.

Manufacturer narrative:
(B)(4), the material number has been updated. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.